Event description:
Clinic notes were provided to the company representative by the physician¿s office. The notes provided that the patient was deceased after having been placed into hospice. Within the notes it was provided the patient went to the hospital on (B)(6) 2017 and was in an altered mental state. He had an eeg and a spinal tap with blood in the spinal tap. An infectious disease doctor stated that based on what was seen it did not need to be treated with an antibiotic. The patient had passed away on (B)(6) 2017 as he was sent to hospice. The state will not provide the death certificate to the manufacturer. Information from the hospital where the patient was admitted prior to death stated the patient presented to the ed with complaints of seizure-like activity at home. Eeg was not consistent with status epilepticus. Review of the manufacturer's programming history database showed the last diagnostics were within normal limits. Additional relevant information has not been received to-date.

Event description:
Follow-up from the treating provider indicated they did not know the cause of death, but that it was unrelated to vns.